Event description:
It was reported that impedance testing showed impedances were greater than 4,000 ohms. The patient reportedly had a bike accident and the healthcare provider believed ¿damage may have been done to the device on impact¿. The patient¿s system was consequently replaced. There were no patient symptoms associated with the event and the patient was alive with no injury. Approximately a week later, it was reported that the impedance issue resolved following the replacement.

Manufacturer narrative:
Product ID 3093-28 lot# v786297, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy178815h) showed ins functionally okay, insignificant anomalies. No significant anomalies. Final analysis of lead model 3093-28 (lot# v786297) showed lead body conductor broken at or near tines.